Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test, pressure transducer test and patient circuit test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. The pressure transducer printed circuit board was checked and needs to be replaced to resolve the issue. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure.   The defective part was not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).